Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that upon attempt to insert the intra-aortic balloon (iab) catheter the extender tubing in the insertion kit of the mega balloon was found that both ends were female luer. It could not be connected to the intra-aortic balloon pump. A second iab was used. There was no injury or harm to the patient.

Manufacturer narrative:
(B)(4). The insertion kit tray was returned opened with insertion components inside. The returned extender tubing was observed to have female leurs on both ends. The evaluation confirms the reported problem. A review of the malfunction has determined that it is likely that the incorrect luer was attached to the extender during the manufacturing process. A device, lot history, and kit reconciliation record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that upon attempt to insert the intra-aortic balloon (iab) catheter the extender tubing in the insertion kit of the mega balloon was found that both ends were female luer. It could not be connected to the intra-aortic balloon pump. A second iab was used. There was no injury or harm to the patient.